Manufacturer narrative:
In the initial MDR, b5 describe event or problem, the third and fourth lines should have been: "another sample from the patient was tested, and the result was 0.56 coi (non-reactive). The initial sample was retested, and the result was 0.42 coi (non-reactive)." Instead of: "another sample from the patient was tested, and the result was 0.42 coi (non-reactive). The initial sample was retested, and the result was 0.56 coi (non-reactive)." The qc was acceptable. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv combi pt assay performs within specification.

Event description:
There was an allegation of a questionable elecsys hiv combi pt result for 1 patient sample tested on a cobas e 411 analyzer (rack system). The initial elecsys hiv combi pt result was 2.23 coi (reactive). Another sample from the patient was tested, and the result was 0.42 coi (non-reactive). The initial sample was retested, and the result was 0.56 coi (non-reactive).

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.